Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Device evaluation scheduled: 12/05/2013.

Event description:
According to the report, the patient had hero graft placement on (B)(6) 2013 in the left upper extremity. Postoperatively, he developed steal syndrome, which required an attempt at partial replication of the graft. However, the graft went on to thrombose. The patient was reported with small amount of ischemic neuropathy in the fingertips with some tingling present. The patient underwent procedure to have the venous outflow component of the hero graft removed on (B)(6) 2013. The patient's left arm was documented as unusable for vascular access since the diagnosis of arterial steal syndrome according to the vascular surgeon. The patient also reported the pain was unbearable and desired some intervention. The patient tolerated the procedure well and will use a permacath for his hemodialysis.

Manufacturer narrative:
According to the report, the patient had a hero graft placement on (B)(6) 2013 in the left upper extremity. Postoperatively, he developed steal syndrome, which required an attempt at "partial replication" of the graft. However, the graft went on to thrombose. The patient was reported with small amount of ischemic neuropathy in the fingertips with some tingling present. The patient underwent a procedure to have the venous outflow component (voc) of the hero graft removed on (B)(6) 2013. The patient's left arm was documented as unusable for vascular access since the diagnosis of arterial steal syndrome according to the vascular surgeon. The patient also reported the pain was unbearable and desired some intervention. The patient tolerated the procedure well and will use a permacath for his hemodialysis. Additional information was requested via email to clarify what was meant by "partial replication." The complainant noted that the surgeon ((B)(6), md) documented "permcath removed of the hero graft outflow component." He also documented on a procedure in (B)(6) that the patient had arterial steal syndrome and he had "banding of left arm av graft." It is likely that the original report should have noted a "revision" and not a "replication." The device history records for these lots were reviewed by quality. It was confirmed that all records were controlled, available for review, and met all physical, functional, microbial, and chemical specifications per the hemosphere device master records. All lots met final release specifications. The voc was returned to cryolife and visually inspected in a biological safety cabinet on 12/05/2013. No issues were noted with the returned venous outflow component. The interior of the component was completely clear and there was nothing remarkable on the exterior surface. The thrombus noted was likely in the arterial graft portion, which was not returned to cryolife. Both clinical and medical reviews of this event were performed. During these reviews, it was found that cryolife's cardiovascular representative (cvr) attended the implant. The cvr noted that the size of the artery was close to 3mm. The hero graft's instructions for use (IFU) state that this is the minimum size artery required to provide adequate arterial inflow to support the 6 mm eptfe graft. Steal syndrome is a known potential complication of vascular access grafts and is related to their anatomic location (ie anastomosis to the brachial artery), and is not an inherent defect in the device itself. The rates of steal syndrome in the hero graft's clinical trials were similar to or lower than the rate of steal syndrome in arterio-venous graft literature. An attempt was made to decrease the arterial flow into the graft; however, this likely produced sluggish bloodflow resulting in thrombosis. The IFU lists vascular insufficiency due to steal syndrome as a potential complication, and states that banding may reduce the flow through the hero graft. This event represents known potential complications of the hero graft which are outlined in the device's IFU.